Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting false positive sars result. Customer states the patient's initial qv result was a faint positive on 11/06, negative by pcr and negative with follow up qv test on 11/08. Patient did not have covid symptoms.